Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the product for investigation. Leak test was performed in the laboratory of manufacturer. In both samples, the air bubbles rose at an air pressure of 0.2 bar under the cap. Based on this complaint could be confirmed. Lot 92203618 device history record was reviewed. There were no references found which are indicating a non conformance of the product in question. Sap trend search was performed for based on (material 70106.8175, failure code 0114 leakage other tube set components)which came to following results: 1 additional complaint was found since last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4), which is below 1%. Due to this information no systemic issue could be determined. As a corrective action, supplier complaint scar # (B)(4) was initiated and supplier was informed regarding to complaint. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "2x quest one way valve leaked during use. They are both from the same lot. Lot # 92203618. Product is sent to getinge (B)(4), if requested for return to factory." Ref.: #(B)(4).